Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that on arrival at the hospital to transfer loan monitors back into the transfer case, the representative switched on the hospital¿s returned automated impella controllers (aic) as one of the consoles had an issue saying system self-check failed. The aic was switching on and off. There was no patient involvement.

Manufacturer narrative:
Catalog number, serial number, lot number and unique identifier (UDI) # are unknown. Device manufacture date is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) power issues has been completed. Console imc logs confirm that the controller failure (pud comm loss) - alarm was issued. The aic was returned for evaluation. The failure was reproduced in the lab. A test pc was used to perform a firm ware check on the console revealing the pud not being recognized. The failure was resolved when a known good pud was swapped into the console. The root cause for the system self check failure was a defective pud. Added d9 device return date corrections to the initial MFR report: d4-model, catalog, serial, and UDI numbers have been added. F6/f8 should have been left blank. G1 MDR reporting contact email. H4-added device MFR date.